Event description:
It was reported that occlusion alarms occurred. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer did not perform any actions to address bg level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed pump supplies and resumed insulin after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.